Manufacturer narrative:
No button error alarms noted. The pump was received with intermittent button response due to corroded keypad traces. No unexpected scrolling numbers noted. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. However, the pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that his insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The customer stated that he noticed condensation on the screen and when he pushed a button the numbers started scrolling through the screen. Troubleshooting was initiated for the keypad issue, button error alarm, and the pump exposure to moisture. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.